Event description:
Pt began developing some paralysis, and upon investigation, it was determined that a granuloma had developed at the catheter tip. The granuloma was surgically removed from the catheter tip without further complications. The catheter remains implanted, and the pt has remained adamant about keeping the pump implanted and remaining on her present course of therapy.